Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Please note. Section is unknown according to the patient profile form (ppf), according to medical records the indication for filter placement was history of dvt (deep vein thrombosis) and pre-surgical prophylaxis for abdominoplasty and ventral hernia repair post gastric bypass surgery and weight loss. Pre-placement cavagram demonstrated a widely patent thrombus free ivc. The device was successfully implanted into the patient¿s infra-renal ivc. The device was positively identified by the patient¿s medical records. The patient remains on a medication regimen of coumadin for thrombosis prophylaxis. Per the patient profile form (ppf), the patient is suffering blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. In 2017 the patient presented with melena (blood in the stool) and rectal bleeding, and upper and lower endoscopy were done, and polyp removal was performed. Polyp specimens showed adenoma with low grade dysplasia. There are no reports of attempted retrieval procedures. The filter remains implanted; thus, unavailable for analysis. Complaint conclusion: as reported, the patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter. The indication for filter placement was history of dvt (deep vein thrombosis) and pre-surgical prophylaxis for abdominoplasty and ventral hernia repair post gastric bypass surgery and weight loss. Pre-placement cavagram demonstrated a widely patent thrombus free ivc. The device was successfully implanted into the patient¿s infra-renal ivc. The device was positively identified by the patient¿s medical records. On or about twelve years and two months later, the patient received an exam on his abdomen and pelvis which showed that his inferior vena cava (ivc) filter was marked with stenosis/occlusion of distal inferior vena cava. Numerous venous collaterals are noted in the anterior abdominal wall and inguinal region. The patient remains on a medication regimen of coumadin for thrombosis prophylaxis. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. Per the patient profile form (ppf), the patient is suffering blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. In 2017 the patient presented with melena (blood in the stool) and rectal bleeding, and upper and lower endoscopy were done, and polyp removal was performed. Polyp specimens showed adenoma with low grade dysplasia. There are no reports of attempted retrieval procedures. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Inferior vena cava stenosis and collateral circulation d not represent device malfunctions and may be related to underlying patient issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant a trapease filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s right femoral vein. The device was positively identified by the patient¿s medical records. On or about twelve years and two months later, the patient received an exam on his abdomen and pelvis which showed that his inferior vena cava (ivc) filter was marked with stenosis/occlusion of distal inferior vena cava. Numerous venous collaterals are again noted in the anterior abdominal wall and inguinal region. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc filter does not represent a device malfunction. The brief also mentioned collateral formation. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Manufacture date july 2004.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease filter for the treatment of deep vein thrombosis (dvt). The device was implanted into the patient¿s right femoral vein. The device was positively identified by the patient¿s medical records. On or about twelve years and two months later, the patient received an exam on his abdomen and pelvis which showed that his inferior vena cava (ivc) filter was marked with stenosis/occlusion of distal inferior vena cava. Numerous venous collaterals are again noted in the anterior abdominal wall and inguinal region. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.